Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: trek, guide wire: runthrough, universal ii. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a non-tortuous and non-calcified lesion in the proximal left anterior descending artery and diagonal artery bifurcation. A bmw universal ii guide wire, a non-abbott guide wire, a trek balloon dilatation catheter, and a 2.25x12mm xience xpedition stent delivery system (sds) were all advanced through a guiding catheter; however, the sds met resistance with the guiding catheter and the shaft separated. The separation occurred in the guiding catheter; therefore, all the devices were removed as a unit. The procedure was successfully completed with a 2.25x12mm non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.